Manufacturer narrative:
The review of the production documentation doesn't show any deviation of the lot, so the analysis has been performed just through the sample received from the customer. The sample is a fragment of the drain that shows a big cut in the round section, probably due to a scalpel or something similar. We have not been able to understand, from the description of the complaint and from the sample, the dynamics of the incident. In fact the complaint says "the doctor noticed a damage on the fluted part", but we have received a round part with a damage (big cut). We tried to require more information from the distributor without great success because we didn't receive any answer and the information in our hand were too disorganized, inaccurate and mixed up. We didn't reach a conclusion regarding the root cause and the dynamics of the event but we can state that the problem can't be happened during production or packaging phases. We have reached the conclusion that this phenomena occurred due to a misusage by the hospital staff using sharp tools such as scalpel that have damaged the unit. This conclusion is fed by the fact that we have never received other similar complaints in the product history. The lot f1702048 was done of (B)(4) units and no stock is available. No other complaint has been received. The IFU already contains warnings relative to the use of sharp tools with the device.

Event description:
A doctor noticed a damage on fluted part of the drain hence cut it.